Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient had questions regarding the nightly audit process and/or consistency. It was noted that one or more nightly audits had been missed. The caller was educated on the correct setup and use of the monitor. It was indicated that data collection had been set to 'off' on the implantable cardiac monitor. The patient was directed to the clinic were collections were turned on and the patient again received training regarding use of the remote monitor. The device and the monitor remain in use. No patient complications have been reported as a result of this event.